Manufacturer narrative:
Manufacturer's analysis found that the external pulse generator (epg) failed incoming testing; the active current was too high. It was also found that the main printed circuit board (pcb) was defective, and the hanger did not lock. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned as a loaner subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.